Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that on vol/ac vt 500ml, peep 5, fio2 30% and rate of 12 the volume was reading 20% less than set vt. No patient involvement.